Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was returned to customer for clinical use. No parts were replaced. The provided logs revealed that the patient circuit test was cancelled when the pre-use check was performed before using the ventilator on the patient in (B)(6) 2021. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause for the reported problem could not be determined bu most likely was due to leakage in the patient circuit.

Event description:
It was reported that the ventilator had an inadequate ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).